Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette load error. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a corroded battery compartment and pwa board, and a detached dso seal. A review of the event history log found high alarm displayed: cassette not attached properly. During the functional testing, the customer reported complaint was unable to be confirmed. A probable cause was unknown. The battery compartment, pwa board and dso seal were replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.